Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose levels 400 to 500 mg/dl. The customer delivered a bolus and a manual injection to address bg level. While troubleshooting with tandem technical support, the customer reported not completing the load process. It was reported that the cartridge was removed and replaced with a filled cartridge. It was indicated that air was received instead of insulin due to not filling the tubing. The customer had changed out the supplies and resumed insulin therapy.